Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open fistula revision, the suture was used less than a minute after being removed from the packaging. Upon closing the incision and pulling through, the thread of the suture broke. Another suture of the same kind was used to complete the case. There was no patient injury.